Event description:
The bone hook was being used during a procedure. When the instrument was handed back to the scrub tech, the tip was broken. The physician was informed. He checked the incision area and nothing could be found. An x-ray was taken as the physician stated he would not do any more surgery. The x-ray was negative.